Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on this right atrial (ra) lead. This was a sudden increase to measurements greater than 3000 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and discussed that appropriate sensing of intrinsic atrial beats was observed, however, noise was visible in the atrial egm. This resulted in the minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). Further in-office review of this atrial lead was recommended. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on this right atrial (ra) lead. This was a sudden increase to measurements greater than 3000 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and discussed that appropriate sensing of intrinsic atrial beats was observed, however, noise was visible in the atrial egm. This resulted in the minute ventilation (mv) sensor being disabled by the signal artifact monitor (sam). Further in-office review of this atrial lead was recommended. No adverse patient effects were reported. This device system remains in service. Further information was received that an alert was received for the right atrial automatic threshold (raat) test in suspension due to low evoke response. The patient was evaluated in office and the reprogramming was performed on the device. No adverse patient effects were reported. This device system remains in service.